Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient underwent tavr within an existing edwards valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately ten (10) years. It was identified, through review of source documentation provided, that there was severe aortic insufficiency and stenosis. Patient comorbidities include hypertension, hyperlipidemia, and chronic renal insufficiency. The patient underwent successful transfemoral transcatheter aortic valve replacement and post-implant echocardiogram revealed trace to mild aortic insufficiency. No aortic stenosis was visualized. The patient was returned to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was replaced due to severe aortic insufficiency and stenosis. There are many potential causes for bioprosthetic insufficiency and stenosis, including structural valve deterioration (svd) and patient related factors. Unfortunately, the device is not available for evaluation (remains implanted); therefore, the root cause of this event cannot be confirmed. The patient's operative report documents a history of hypertension, hyperlipidemia and chronic renal insufficiency. It appears that patient related factors may have contributed to this event. There have not been any allegations of a malfunction or deficiency related to the device. No further actions are possible with the available information.